Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Upon further investigation, it was determined that the reported problem does not have the potential to cause a death or serious injury. Due to sample unavailability, the reported condition could not be confirmed and the root cause could not be determined.

Event description:
Baxter (B)(4) received a report that an intermate had "the rubber membrane inside the infusor bottle looks 'scratched' and as a result it is making the solution inside the bottle seemed 'crystallized'". This event occurred before patient connection. The device was filled with a solution consisting of 90 mg of pamidronate in 250 ml of 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.